Event description:
As reported, during an inguinal hernia repair, a 3dmax mesh packaging was opened and it was noticed that the entire piece of mesh was ripped. The mesh weave itself appeared to be incomplete, like the "printing" pattern of the mesh was not completed. It was reported that the packaging was intact, no damage was noted to the outer or sterile packaging. Another 3dmax mesh was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
As reported, when the 3dmax mesh package was opened the mesh was ¿ripped¿ and ¿the mesh weave itself appeared to be incomplete.¿ the subject device was discarded by the user facility as such is not available for evaluation. Without having the sample to evaluate we are unable to review for root cause determination; no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only complaint for the reported lot of (B)(4) units released for distribution in september 2023. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.